Manufacturer narrative:
Block a: no report of patient involvement. The distributor performed a checkout of the equipment and confirmed the reported complaint. The main board was the likely cause of failure which is no longer manufactured. System replacement has been recommended. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : block a: no report of patient involvement.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.